Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise seen in clinic on ventricular lead causing noise reversion. No patient symptoms were reported. Noise was reproducible with isometric exercises. No intervention was performed.